Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a knee done by the surgeon in 2015. Fixed attune ps 5 on 4 10 poly. Patient fell about a year ago and has complained of pain since. X-rays showed no sign of loosening but bone scan indicated that both femur and tibia may be loose. Upon revision the femur was removed first and it seemed that the component and cement separated from the bone more easily than normal. Surgeon did comment that once the femur was off that the bone was very soft. The tibia was much harder to remove. Once it did come out (covered with cement and bone on the front half) it was also noted that the bone was super soft in the tibia according to surgeon. He suspects that possibly with the fall the soft bone may have slightly allowed the tibia to subside although this was not notable on x-ray. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.